Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon sixth repeated inflation, the balloon got ruptured at 18atm within 1 minute. The device was successfully removed from the patient. The procedure was completed using an alternative method without complications reported. The patient is doing well after the procedure.